Event description:
New information received notes there was noise during automatic mode switch episodes.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a scheduled normal pulse generator change procedure. Prior to the procedure, it was noted that the atrial lead had exhibited noise, high capture threshold, and undersensing of atrial fibrillation. Under fluoroscopy, the atrial lead appeared have a micro dislodgement. The physician explanted and replaced the lead successfully. There were no adverse consequences to the patient and the patient was discharged from the hospital the same day.